Event description:
The service report shows that while performing an incoming eval of the device, the system pressure was not relieved within specification. The co inspected the device and replaced the pressure relief spring. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.